Event description:
During the start of a transoral incisionless fundoplication (tif) procedure and after a successful device introduction into the stomach, the physician was unable to manipulate the tissue mold after closing it. The tissue mold was stuck in the semi-closed position. The surgeon spent approximately an hour attempting to get the tissue mold to move in either direction without any success. It was then decided to perform an exploratory laparotomy and attempt to open the tissue mold. A four inch incision was made and the surgeon was able to manipulate the tissue mold to an open position, using his hand from outside of the stomach. It was immediately successful and the tissue mold moved with no resistance. The device was removed and the procedure was not performed. The patient remained hospitalized for 5 days and has been discharged.

Manufacturer narrative:
Device evaluated by manufacturer? The hospital is sending the device to a 3rd party reviewer. No results have been given as the evaluation has not started. A supplement report will be filed upon completion of the device evaluation.

Manufacturer narrative:
Additional information the device is sequestered and will not be available for evaluation by the firm. Instead, the hospital sent the device to a third party who performed an inspection of the device, which was documented through pictures and video. The firm's investigation included a review of the photographs and video as well as conducting a metallurgy investigation of components with the same lot numbers as installed in the device.

Event description:
.